Event description:
It was reported that the customer had gotten the insulin pump wet at a party. Customer went into a hot tub and the pump was left on a table. It started alarming after that. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: no button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked. No moisture damage electronic assembly.